Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on (B)(6) 2024 with a blood glucose (bg) level of 613 mg/dl, with ketones; cause was not known. Customer gave a bolus via the pump to address bg and was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. System check with tandem technical support confirmed the pump was functioning as intended.